Event description:
Spots on the surface of the instruments. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Our investigations have shown that the present instrument conforms to specification. Concerning the visible signs of corrosion, it has to be pointed out that stainless steel is only rust resistant. The corrosion resistance is only ensured when the products are stored at dry conditions. In addition, all metallic contacts at humid or wet conditions, may create electrolytic reactions resulting in contact corrosion. The instrument was manufactured according to the specification. The lot number has been provided, a review of the device history record is not yet available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Device history record review: manufacturing documents were reviewed and no complaint related issues were found.